Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, as it was frozen and unresponsive to input. There was no adverse impact on the customer¿s blood glucose level. Technical support provided complete pump reset information, but the issue persisted after the reset. Consequently, a replacement pump with updated software was sent to the customer. The customer was also advised on backup insulin therapy using multiple daily injections (mdi) to ensure continuous insulin delivery in the interim.